Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects at the air water cylinder, foreign objects at the air water tube, and foreign objects at the c cover. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of foreign objects at the air water cylinder, foreign objects at the air water tube, and foreign objects at the c-cover was not established. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device